Event description:
At the beginning of the case, the surgeon positioned the microscope directly over the patient's head. Nearing the completion of the positioning, a loud noise was heard and the microscope broke away from the bar holding it in place. The surgeon was able to shove the microscope piece away from the patient's face. The microscope was examined by the surgeon and the decision to continue was decided. The microscope piece was placed back on and held by the circulator as a precaution from the piece falling again. The surgery was completed without any further incidents. Biomed was notified.